Manufacturer narrative:
Case-(B)(4). The device was returned and evaluated. Visual examination showed no damage and the device functioned according to specification. There was no reported device malfunctions.

Event description:
It was reported that on (B)(6) 2018 a patient underwent a convergent procedure with a sub-x approach with clip placement. Upon first placing the camera, some scarring was noticed on the left atrium, which the physician assumed was from a previous epicardial (ep) ablation. The convergent procedure proceeded as planned without any complications. At one point the surgeon inserted the epi-sense catheter and ended up on top of the inferior vena cava (ivc), near the anterior part of the right veins. No suction or energy was applied and the physician repositioned the epi-sense device to midline of the left atrium with no complications. On approximately lesion 5 it was noticed that blood was coming through the catheter suction. Energy and suction were stopped immediately and the pericardium was evacuated. At this point a small bleed was noticed. The surgeon halted the convergent procedure and made the decision to perform a median sternotomy (open chest) and check for the source of bleeding. Patient was put on coronary bypass pump and the defect was identified as a small hole on the lateral aspect of the heart near the posterior side of the ivc. The physician stated the hole was "the size of a large needle hole" and the physician stated that the bleed would most likely have stopped, but the physician erred on the side of caution and opened the chest to fix the defect with a suture. Surgeon then used an atricure linear pen (product code oll2) to complete the bilateral pulmonary vein isolation (pvi) and then applied an atriclip before closing the chest. No additional complications were reported. This event is a procedure related complication. There was no reported device malfunction.